Event description:
The info provided to sjm from a clinical abstract: "diagnosis of obstructive thrombosis in a porcine bioprosthesis in the aortic position by contrast-enhanced ECG-gated computer tomography" european heart journal advance access published september 27, 2012, indicated the pt underwent valve replacement surgery (date unk) due to severe aortic stenosis. Intraoperatively the pt received a 23 mm sjm epic valve in the aortic position. Postoperatively, the pt presented with mild symptoms of angina. Doppler echocardiography demonstrated an elevated gradient. Contrast-enhanced ECG-gated computer tomography (CT) showed thickening of the cusps. Due to an assessment of an obstructive bioprosthetic valve thrombosis, the pt was stated on oral anticoagulation. Six months later, the pt was free of angina and the mean gradient had decreased. A repeat ECG-gated CT demonstrated resolution of the leaflet thickening.

Manufacturer narrative:
The results of this investigation are inconclusive since the valve remains implanted. There was no evidence found to suggest there was an intrinsic defect in the valve, as supported by review of the valve's device history record. The cause of the reported thrombus and high gradient remains unk; however, after being prescribed anticoagulants the pt's condition subsided.